Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v012176, implanted: (B)(6) 2007, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed tined lead (v012176) was returned for analysis on june 6th, 2017. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that the lead could not be completely removed, it s tretched and broke leaving the four electrodes in the sacrum. The rep reported that there were no external factors to speak of. The rep stated an x-ray was used to try and secure lead below the tine for a solid removed and the lead still stretched and broke. The rep stated the reminder of the lead was left in the body. It was noted the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# v012176 serial# implanted: (B)(6) 2007 explanted: product type lead analysis of the lead (lot# v012176) identified that the conductor was broken in the body of the lead, consistent with explant damage. During visual analysis of the lead, it was noted the distal end was not returned. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. Analysis determined the conductor was broken due to overstress/damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.